Event description:
A customer reported that during a cataract procedure, the surgeon experienced low vacuum. The phaco handpiece and tip were exchanged, but this did not solve the issue. The case was completed without patient harm.

Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. Technical services confirmed with the customer that the system was functioning as intended, upon the conclusion the call. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on february 22, 2006. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).